Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt rec'd a pump exchange due to blood clots.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.